Event description:
It was reported that the log files were submitted for evaluation. There were low flow events and driveline power fault recorded. On (B)(6) 2025, the patient had a report of low flows,2.1-2.2 l, with persistent nausea and vomiting, and a driveline fault alarm. The patient was hypertensive on arrival and orders were placed to treat the hypertension with plan to monitor response and improvement in flows. It was noted that patient did have trauma to driveline protective covering and the driveline was reinforced with rescue tape. The patient¿s modular cable was exchanged at bedside. The patient had their system controller exhanged from their primary to their secondary controller. Log files captured low flow alarm events on 14dec2025. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory support (mcs) equipment issues causing these events. The low flow events may be due to a patient related issue. It was noted that the patient was hypertensive. Log files recorded a driveline power fault on (B)(6) 2025. Motor function was not affected by this event. A driveline disconnect event occurred at 14dec2025 3:23:42. It was noted that the modular cable and system controller (B)(6) were replaced. The modular cable was disposed of and was not intended to return. The system controller was intended to return for evaluation.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline power fault alarm; however, a specific cause for the alarm could not be conclusively determined through this evaluation. It was reported that the patient experienced a driveline power fault alarm. The patient¿s modular cable and system controller were exchanged at their bedside. Following the modular cable and controller exchange, the driveline power fault alarm resolved. The modular cable was disposed of. The system controller event log file contained events on 14dec2025. A driveline power fault alarm was active throughout the duration of the file until the driveline was disconnected, consistent with the reported equipment exchange. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for modular cable, lot number 7367132, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook cautions the user to call their hospital contact if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The modular cable and system controller exchange resolved the driveline power faults.